Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a system fault with the device. There was unknown patient involvement.

Manufacturer narrative:
D3, g2: correction d9 date returned to manufacturer: 18-nov-2024 h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. Visual inspection found that the downstream occlusion (dso) seal was damaged. The dso seal was replaced. The pump was found to have multiple instances of the system fault 44510 in the ehl. The cause of the customer reported problem was an intermittent failure on the main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board to resolve the system fault as well as error 46822. The dso sensor assembly was also replaced.